Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the living hinge of the clip broken prior to the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok xl clips 3/cart 42/box lot# 73b1800584 was manufactured on 02/23/2018 a total of 7,364 pieces. Lot was released on 03/01/2018. DHR investigation did not show issues related to complaint. The customer returned one loose clip 544253 hemolok xl clips 3/cart 42/box for investigation. The clip was visually examined with and without magnification. Visual examination revealed that the clip was broken at the outer hinge. R & d was consulted and the observed damage appears to be consistent with improper loading of the clips. Reference file(B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The returned clip was broken at the outer hinge. R & d was consulted and the observed damage to the clip appears to have been caused by improper loading of the clips. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the doctor found the living hinge of the clip broken prior to the patient.